Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (ess205) (batch no. 620723; 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies dysuria or hematuria. No vaginal de or bleeding. Concurrent conditions included squamous cell carcinoma (microinvasive), abdominal pain and dysmenorrhea. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, 7 years 10 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("cramping"), mood swings ("mood swings"), anxiety ("anxiety") and depression ("depression"). The patient was treated with ibuprofen and surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, dysfunctional uterine bleeding, abdominal pain lower, mood swings, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysfunctional uterine bleeding, headache, migraine, mood swings and pelvic pain to be related to essure (ess205). The reporter commented: per mr: insertion details: the essure device was inserted into the ostia until the black marker was noted. Six coils were noted coming from the ostia. The same exact procedure was performed on the opposite ostia. After removing the stent, seven coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain,headache, anxiety , depression, mood swings and dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 31 year old patient. Her concurrent conditions were added. Lab data was added. Essure indication was added. Essure lot number was added. Essure insertion and removal date was updated. Concomitant medications were added. Per pfs following events: migraines, headaches, dysfunctional uterine bleeding, mood swings, cramping, anxiety and depression were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (ess205) (batch no. 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies dysuria or hematuria. No vaginal de or bleeding. Concurrent conditions included squamous cell carcinoma (microinvasive), abdominal pain and dysmenorrhea. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, 7 years 10 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("cramping"), mood swings ("mood swings"), anxiety ("anxiety") and depression ("depression"). The patient was treated with ibuprofen and surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, dysfunctional uterine bleeding, abdominal pain lower, mood swings, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysfunctional uterine bleeding, headache, migraine, mood swings and pelvic pain to be related to essure (ess205). The reporter commented: per mr: insertion details: the essure device was inserted into the ostia until the black marker was noted. Six coils were noted coming from the ostia. The same exact procedure was performed on the opposite ostia. After removing the stent, seven coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, headache, anxiety, depression, mood swings and dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (ess205) (batch no. 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies dysuria or hematuria. No vaginal de or bleeding. Concurrent conditions included squamous cell carcinoma (microinvasive), abdominal pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On(B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("cramping"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen and surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, dysfunctional uterine bleeding, abdominal pain lower, mood swings, anxiety, depression, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, migraine, mood swings and pelvic pain to be related to essure (ess205). The reporter commented: per mr: insertion details: the essure device was inserted into the ostia until the black marker was noted. Six coils were noted coming from the ostia. The same exact procedure was performed on the opposite ostia. After removing the stent, seven coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain,headache, anxiety , depression, mood swings and dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: added event abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hormonal changes. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (ess205) (batch no. 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies dysuria or hematuria. No vaginal de or bleeding. Concurrent conditions included squamous cell carcinoma (microinvasive), abdominal pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("cramping"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and flatulence ("gas pain") and was found to have hormone level abnormal ("hormonal changes") and neoplasm malignant ("I also have cancer cells"). The patient was treated with ibuprofen and surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, dysfunctional uterine bleeding, abdominal pain lower, mood swings, anxiety, depression, abdominal pain, dysmenorrhoea, menorrhagia, neoplasm malignant and flatulence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, flatulence, headache, hormone level abnormal, menorrhagia, migraine, mood swings, neoplasm malignant and pelvic pain to be related to essure (ess205). The reporter commented: per mr: insertion details: the essure device was inserted into the ostia until the black marker was noted. Six coils were noted coming from the ostia. The same exact procedure was performed on the opposite ostia. After removing the stent, seven coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain,headache, anxiety , depression, mood swings and dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were reported via social media: neoplasm malignant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Event gas pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (ess205) (batch no. 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies dysuria or hematuria. No vaginal de or bleeding. Concurrent conditions included squamous cell carcinoma (microinvasive), abdominal pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("cramping"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have hormone level abnormal ("hormonal changes") and neoplasm malignant ("I also have cancer cells"). The patient was treated with ibuprofen and surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, dysfunctional uterine bleeding, abdominal pain lower, mood swings, anxiety, depression, abdominal pain, dysmenorrhoea, menorrhagia and neoplasm malignant outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, migraine, mood swings, neoplasm malignant and pelvic pain to be related to essure (ess205). The reporter commented: per mr: insertion details: the essure device was inserted into the ostia until the black marker was noted. Six coils were noted coming from the ostia. The same exact procedure was performed on the opposite ostia. After removing the stent, seven coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain,headache, anxiety , depression, mood swings and dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were reported via social media: neoplasm malignant quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received (social media): event I also have cancer cells added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (ess205) (batch no. 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies dysuria or hematuria. No vaginal de or bleeding. Concurrent conditions included squamous cell carcinoma (microinvasive), abdominal pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("cramping"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and flatulence ("gas pain") and was found to have hormone level abnormal ("hormonal changes") and neoplasm malignant ("I also have cancer cells"). The patient was treated with ibuprofen and surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, dysfunctional uterine bleeding, abdominal pain lower, mood swings, anxiety, depression, abdominal pain, dysmenorrhoea, menorrhagia, neoplasm malignant and flatulence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, flatulence, headache, hormone level abnormal, menorrhagia, migraine, mood swings, neoplasm malignant and pelvic pain to be related to essure (ess205). The reporter commented: per mr: insertion details: the essure device was inserted into the ostia until the black marker was noted. Six coils were noted coming from the ostia. The same exact procedure was performed on the opposite ostia. After removing the stent, seven coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain,headache, anxiety , depression, mood swings and dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were reported via social media: neoplasm malignant lot number:620723, manufacturing date: 2006-05, expiration date:2008-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.